Event description:
It was reported that the fluoro images on the 9600emi system have poor detail. It was also noted that the power cable insulation is torn. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Checked system tracking and the ccd camera focus. The system found to be working as intended. Repaired the torn workstation power cord. The system was returned to service.